Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 145 mg/dl. The customer stated that he heard the alarm before he was about to bolus. The customer does not recall any significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. No button error alarm noted. Unable to perform displacement test due to unresponsive button. The insulin pump has cracked belt clip slot, cracked reservoir tube window, cracked reservoir tube, scratched case, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at the display window corners and minor scratched lcd window.